Manufacturer narrative:
The product is expected to be returned. A supplemental and final report will be filed following the completion of the complaint investigation and device evaluation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported that the 60-6010-002, universal plus hand piece was used during an intraperitoneal washing after a laparoscopic ovarian tumor removal on (B)(6) 2019. The coag. Mode activated even when the button was not pressed. The electrode (60-5274-132 stealth l hook) was attached at the time but was not touching any tissue at the time of activation, therefore, this will be listed as a concomitant device. There was no reported patient injury or impact. There was no reported delay of surgery. The hand piece was used to complete the case. This report is being raised based on device malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6010-002 in unoriginal packaging. Lot number could not be verified. Performed a visual inspection of the device, there were no obvious signs of abnormalities or defects. Performed a functional inspection using the esu system 7550 (c8406), the device would not activate at all. The device was disassembled further and inspected. Supplemental investigation found that a visual inspection under magnification revealed a small laceration in the orange wire within the hand piece. The device was reassembled and a functional inspection using the meterman 30xr (c2551) found the device has continuity. A functional inspection was performed using the esu system 7550 (c8406) and the device activated when the cut and coag buttons were pressed and functioned as intended. A 2 year lot history review could not be conducted as a lot number could not be verified. A DHR review cannot be performed as the lot number could not be verified. A two-year review of complaint history revealed there has been (B)(4). Per the instructions for use, the user is advised the following; when electrosurgical instruments and accessories from different manufactures are employed together in a procedure, verify compatibility prior to initiation of the procedure and ensure that electrical insulation is not compromised. When not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient, surgical drapes or flammable objects should the electrosurgical generator be accidentally activated. This issue will continue to be monitored through the complaint system to assure patient safety.